Event description:
It was reported that there was a right hip replacement on (B)(6) 2012. On (B)(6) 2012 the dall miles cable used to secure an intraoperative femoral fracture was noted on x-ray to be broken. Broken wire was left in place. Femoral component was noted to have subsided slightly. Femoral fracture was noted as resolved as of (B)(6) 2012.

Manufacturer narrative:
It was noted that the device is not available for evaluation as it remains implanted. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding crack/fracture involving a dall mile cable was reported. The event was confirmed. A visual, functional and dimensional inspection was not performed as the device was not returned. A review of the provided information by a clinical consultant confirmed the event but could not determine a root cause. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was received.

Event description:
It was reported that there was a right hip replacement on (B)(6) 2012. On (B)(6) 2012 the dall miles cable used to secure an intraoperative femoral fracture was noted on x-ray to be broken. Broken wire was left in place. Femoral component was noted to have subsided slightly. Femoral fracture was noted as resolved as of (B)(6) 2012.